Event description:
On 6/22/99, a physician was performing a bronchial toilet procedure on a pt who had congestion in the lungs. The nurse manager stated that the physician was experiencing imagining problems throughout the procedure. The monitor showed white streaks with a blue background; then, the image turned completely blue and no image was visible. Background: at the beginning of the procedure, the physician introduced the scope in the bronchus and was able to visualize the tissue. The physician began aspiration. After approx 1 minute, the monitor showed white streaks with a blue background and then the image turned completely blue. The physician removed the scope, wiped the lens, performed white balancing and then re-inserted the scope into the pt. He started the procedure again and was able to reach the bronchus and began aspiration. Approx 1 minute later the white lines with the blue background returned. The physician allegedly removed the scope and performed the steps stated above and re-inserted the scope approx 35 times. At this time, the pt's skin color started to turn blue. The physician stopped the procedure, which had not been completed. He stated that the procedure had not been completed successfully because he was unable to get as far into the bronchus as required. He was unable to perform the amount of aspiration needed. The physician was also concerned that possible tissue trauma may have occurred to the pt. At the point that the procedure was stopped, the pt was experiencing excessive difficulty with breathing. The physician intubated the pt and put her on ventilation. The pt's oxygen saturation was going down and her skin color was turning a darker blue. Following the procedure, the physician ran a scan on the pt to check for a pulmonary embolism. The results of the scan are unavailable at this time. In addition, a blood sample was taken from the pt because the physician felt that the pt's blue color was darker than that for normal cyanosis. According to the physician, a dark blue color is sometimes associated with the presence of insecticides in the blood. The results of the blood test showed arsenic levels that were higher than normal in addition to high levels of a farm insecticide. A blood test was not taken from the pt prior to the procedure, so the hospital is unable to compare the results before and after the procedure. The pt reportedly has lived on a farm for the past 50 years and may have come in contact with insecticides. The pt was released from the hospital in stable condition on 6/28/99. The pt is 77 years old. A bronchoscopy and biopsy had been performed on the pt one month prior to this incident. The pt did have a prior condition, but the exact condition was not provided by hospital personnel.